Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Unable to perform the excessive no delivery test and occlusion test due to unresponsive keypad. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she woke up her blood glucose exceeded 500 mg/dl, which resulted in fatigue and burning eyes. She visited her doctor and he started on her manual insulin injections. The patient's blood glucose at the time of call was 104 mg/dl. Troubleshooting was initiated and there were no apparent anomalies with the pump. The pump passed the self test and the displacement test. However, the customer stated that there were three cracks on the case corners of the lcd display. It was confirmed that the pump appeared to be working fine. A high pressure test could not be performed, though, since the customer did not have a tubing clamp. The insulin pump was still returned for analysis and a replacement pump and a tubing clamp were shipped to the customer.